Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The patient effects of thrombosis (thrombus formation) is listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided. The knots of the two successfully placed proglide sutures were advanced successfully; however due to the procedural circumstances the incision hole had been flossed/ ruptured [tissue damage] and therefore were unable to close the hole. No additional information was provided.

Manufacturer narrative:
The additional proglide device with the guide break referenced is filed under a separate medwatch report number. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, with an 8f sheath prior to an interventional covered stent graft procedure to treat a large pseudoaneurysm. Reportedly, the guide of the proglide device (approximately 22 cm) broke off of the device at the level of the o-ring. The sutures of two proglide devices were successfully preplaced distally to the separated proglide. The sheath was upsized from 12 to 18f as four different sizes of snares were used in an attempt to remove the separated proglide. After approximately 1- 1.5 hours the broken part of the proglide was removed and the covered stent was placed to treat the pseudoaneurysm. The knots of the two successfully preplaced proglide devices were tightened; however, hemostasis was not achieved. A non- abbott device was used, but pulsatile bleeding continued. Manual compression was applied. A surgical cutdown was performed and the access site was closed surgically. Due to the extra time while trying to remove the proglide part and further manual compression until the cut down was performed, thrombosis of the newly placed covered stent occurred. Surgical thrombolysis was performed. There was a clinically significant delay in the procedure. Hospitalization was extended due to the issue with the proglide device. No additional information was provided.